Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that the secureloc introducer needles have been coming apart at the safety and aren¿t safetying the needle. No other information was provided. An exact number of occurrences was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the secureloc introducer needles have been coming apart at the safety and aren¿t safetying the needle. No other information was provided. An exact number of occurrences was not provided by the complainant. Additional information received 02/24/2025: no harm to patient or nurse, needle was thrown away, safety on needle did not work.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of safety mechanism failure was confirmed. The returned sample was received with the safety mechanism fully detached. The sample was inspected and found to exhibit the same features as a known issue, and the root cause was found to be within scope.